Manufacturer narrative:
Tw ID#(B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during a coronary artery bypass procedure, acrobat-I stabilizer surgeon was not able to tighten the stabilizer knob. It kept rotating and didn't get tight. Procedure completed with a new device. There were no procedural delays and patient was not harmed.

Manufacturer narrative:
Trackwise#: (B)(4). Updated sections: b4, d9, g3, g6, h2, h3, h6, h10. No ship history is available for the account. Should a lot number become available, the complaint will be reopened and added. H3 other text : device not returned.

Event description:
N/a.